Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.0/1.5/175 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same length lens, implanted vertically due to low vault without rotation. Reportedly, "first vertical position" the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).